Manufacturer narrative:
The marathon catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related mdrs for this event: 2029214-2018-00727, 2029214-2018-00728. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of cerebral arteriovenous malformation (avm), catheter ruptured during onyx inj ection. It was reported that during procedure, the physician delivered the marathon microcatheter to the target location. Then onyx was injected but onyx seemed very thin during injection. The physician waited for the onyx to get gradually thicker, but onyx remained thin, so physician checked the catheter. Found that onyx was leaking from marathon microcatheter. The catheter was removed from the patient and confirmed onyx leaked from the marathon about 25 to 30 cm from the distal tip. New device was opened immediately to continue the procedure. The vessel was moderately tortuous. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the entire surface of the marathon catheter body was examined under magnification and found marathon catheter body was found to be ruptured at ~5.6cm from the distal tip. Additionally, marathon usable length and distal floppy segment measured and were found within specifications. Liquid onyx residue was found within the marathon micro catheter hub. The marathon distal tip lumen was found to be occluded with solidified onyx residue. The marathon micro catheter was pressurized with water and found non-patent as it was found to be occluded with the onyx. Based on the retuned device evaluation and reported information, the rupture appears to have occurred as a result of over-pressurization. All products are 100% inspected for damages and irregularities during manufacture. As noted in the marathon IFU: ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of cerebral arteriovenous malformation in occipital artery (oa), catheter ruptured during onyx injection. It was reported that during procedure, the physician delivered the marathon microcatheter to the target location via oa. Then onyx was injected. However, the onyx seemed very thin when injection was started. Suspecting the issue was a part of problems at the time of connection, the physician waited for the onyx to get gradually thicker. Since the onyx remained thin, the physician checked the catheter. Then he confirmed the onyx was leaking from the marathon microcatheter. New device was opened immediately to continue the procedure. After the marathon microcatheter was removed from the patient, the physician confirmed onyx leaked from the marathon about 25 to 30 cm from the distal tip. The vessel was moderately tortuous and slightly small in vessel diameter. No medical intervention was required. No patient injury was reported. The injection rate was followed as indicated in the IFU(0.18cc/sec). 1st injection time; 1:36 1st waiting time; 0:30 2nd injection time; 0:18 2nd waiting time; 0:30 3rd injection time; 0:28 this event occurred during the 3rd injection time. No. The sales rep confirmed doctor that he said there was no damage location in the catheter. Ancillary device - guiding catheter: envoy 6fr 90cm, cerulean 4fr (medikit co., ltd.), guidewire: chikai10 onyx model and lot number not identified.